Event description:
Per the clinic, the patient experienced pain and bleeding around abutment site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).

Event description:
Correction: b4 and g3 as previously reported in initial MDR is incorrect. Date of this report should be april 07, 2022.